Event description:
After explantation of the nail, the surgeon recognized that the instrument was bent. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event was attributed to excessive force exerted by the user.